Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. Customer reported that buttons were not responding even after battery chang. Customer reported that insulin pump was in a bag while at the beach, but insulin pump did not get wet. Insulin pump will be replaced.